Event description:
An olympus marketing representative reported on behalf of the customer that the evis lucera gastrointestinal videoscope had fluid invasion with no leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the plastic distal end cover has foreign objects. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported fluid invasion with no leakage issue was not reproduced. The plastic distal end cover had foreign objects due to insufficient cleaning. Additionally, due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a chip, a crack, and a white clouded area. Switch number 1 had a cut. The adhesive around the light guide lens was peeled. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The customer did not presoak the endoscope in the detergent solution. Olympus will continue to monitor field performance for this device.